Event description:
On 10/13/2022, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Device was returned.

Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed; there are no previous complaints on this device. The event log was pulled and reviewed. The event log shows that the pump ran an infusion for 3 days without any power issues occurring. The report power issue was not confirmed.